Manufacturer narrative:
The insulin pump had no button error alarm noted. The pump had no button response on the down arrow button due to corroded keypad traces. No moisture damage was noted on the electronic assembly or on the motor. The pump also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump got wet and the down button is not working right. Caller stated that the arrow button seems to be sticking and sometimes will not work. Customer's blood glucose was 231 mg/dl. Customer was splashed by a wave in (B)(6). Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer revert to a back-up plan.